Manufacturer narrative:
A ge service representative performed an onsite investigation. The rui was in need of replacement. The customer requested for a quote. The quote was provided to the customer; however, the customer has not responded back. No conclusion can be drawn at this time.

Event description:
The customer reported that the rui or remote user interface was not working. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death